Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 5 mg/dl and a diabetic coma. Subsequently, customer was hospitalized. The customer alleged that the pump delivered a 20 unit bolus without user interaction; however, customer declined a request by tandem technical support to upload pump data for review. Additionally, it was reported that the pump shut down unexpectedly. While hospitalized, bg was treated with intravenous sugar. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for alternate insulin therapy.